Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 34mg/dl, cause was unknown. Soda and glucose tablets were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, an occlusion alarm occurred. The pump supplies were replaced to resolve the issue.

Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.